Event description:
Customer reported the monitors are black and will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and collimator cover. System operates as intended.